Manufacturer narrative:
Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula.

Event description:
It was reported the patient's blood glucose level read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) while wearing the pod between 25 and 36 hours. The pod reportedly fell off the infusion site (arm), causing the cannula to dislodge. A new pod was successfully applied.